Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: customer returned (6) open 43mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needle clogged while priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot is user related as the non patient end of the cannula was bent during use of the product. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged while priming medication. The following information was provided by the initial reporter: "it was reported by the consumer that the needle clogged while priming."

Event description:
It was reported that the bd ultra-fine¿ pen needle clogged while priming medication. The following information was provided by the initial reporter: "it was reported by the consumer that the needle clogged while priming."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.